Event description:
Procedure: lap colon. Reportedly, the instrument did not deploy a clip. When the jaws closed, oozing bleeding was noted at the application site. Another instrument was used to complete the case. The incident was not considered to be life threatening and there was no irreversible tissue damage. However, surgical time was extended by more than 30 minutes.